Manufacturer narrative:
No devices were returned, and no photos were provided for evaluation and testing. The DHR for the final assembly as well as all the molded components that go into the assembly were reviewed for nonconformances brought up during their manufacturing relating to the defect described. No ncmrs written related to the defect described. The complaint cannot be confirmed. Customer complaint history was reviewed for the past two years, and no other complaints were identified with the described defect. No further action will be taken at this time.

Event description:
It was reported that twice the threads broke in the luer lock valve; which caused leaking of the medicine given to the patient. The other time, the luer lock valve caused back flow into the patients IV. The stop cocks have been pulled from the shelf in this area and given to the central supply team. There was patient involvement. Item broke while pushing meds and no patient harm. Exact weight of the patient was 100.24 kg.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.